Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated the red skin has resolved and she is presently using the solid (B)(4) skin barrier with flange with no issues. The end user also stated a wound ostomy continence nurse recommended to end user to crush a prednisone tablet mixed with (B)(4) powder and apply to the red skin and then apply a skin barrier spray. The end user went on to state the product lot number is not available. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user reported an allergy to the tape collar portion of her wafer. The end user stated her certified wound ostomy care nurse performed a rechallenge test (allergy test) of the sur-fit natura 2 piece durahesive flexible wafer prior to her stoma surgery because she has a history of adhesive sensitivities. The end user stated she experienced redness and burning under the tape collar portion within fifteen (15) minutes after the application of the wafer. The end user stated she removed the wafer and discontinued the product.